Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm. The patient was able to restart the pump after removing the cassette and massaging the tubing due to air bubbles. The error still persisted. The pump was running, but was making a double beep sound. The residual volume was 70.2. There was no patient injury.